Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a customer was unable to test due to his adc blood glucose meter turning on with button press but not with insertion of test strips. The customer was "feeling off" on (B)(6) 2019 at 6:00 pm and wanted his blood glucose checked. An unspecified "old meter" was used to check, which gave a reading of 50 mg/dl, so the customer's wife gave him a glass of orange juice and a fruit. About 1.5 hours later, at 7:30 pm, the customer had a meal and the wife administered his regular amount of insulin. Later in the night at 3:00 am the customer was sweating so the wife again administered orange juice (2 glasses). The customer slept and was feeling better the next day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter and test strips have been returned and investigated. Visual inspection has been performed on the meter and test strips and no issues were observed. The meter did power on with button depression and with strip insertion. A port issue was not observed. No malfunction or product deficiency was identified.this also serves as a correction report. PMA/510(k) # was incorrectly documented in the initial MDR report.

Event description:
A caller reported that a customer was unable to test due to his adc blood glucose meter turning on with button press but not with insertion of test strips. The customer was "feeling off" on (B)(6) 2019 at 6:00 pm and wanted his blood glucose checked. An unspecified "old meter" was used to check, which gave a reading of 50 mg/dl, so the customer's wife gave him a glass of orange juice and a fruit. About 1.5 hours later, at 7:30 pm, the customer had a meal and the wife administered his regular amount of insulin. Later in the night at 3:00 am the customer was sweating so the wife again administered orange juice (2 glasses). The customer slept and was feeling better the next day. There was no report of death or permanent impairment associated with this event.